Event description:
It was reported that during a revision surgery of a shoulder prosthesis; it was not possible to use the ar-9401-17 in the notches as usual. Instead, the implant had to be broken up and the extraction instrument broke. All broken parts were retrieved from the patient. In addition, ar-9545-t15-02 was worn out on arrival. The device could be used during surgery but should not be used again. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-9401-17, eclipse humeral head extractor, batch number 052450, was received for investigation and the visual inspection revealed that the cutting edge of the tip had nicks and was bent, deforming the geometry of the tip (see evaluation pictures 3 + 4). No fragments were returned for evaluation. Functional testing was not performed due to the damage of the device. The most likely causes for this type of issue/occurrence are prying/levering the device against other instrumentation during use.